Manufacturer narrative:
Cylinders were returned and analyzed. Analysis rated cylinders as performing within specification.

Event description:
Related to MFR# 2183959-2011-00123. On (B)(6) 2011 the physician attempted to implant an ams spectra penile prosthesis. It was stated, "difficulty placing second 12mm cylinder/rod - defaulted to 9.5mm, crossover may have occurred, suspected urethral trauma/perforation - case aborted." It is unk which device caused the crossover/urethral trauma. Pt outcome reported to be "good" - pt offers no complaints; f/u appointment will be scheduled in (B)(6) 2011.